Manufacturer narrative:
The pump was received motor error alarms during rewind due to motor encoder signal out of phase. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 46mg/dl. The customer states the pump was briefly exposed to MRI. The customer states they are unable to rewind the pup. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.